Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parents observed a decline in hearing performance with the device of the recipient since mid-2022. The recipient has been re-implanted.

Event description:
The parents observed a decline in hearing performance with the device of the recipient since mid-2022. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The parents observed a decline in hearing performance with the device of the recipient since mid-2022. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.